Event description:
Reporter stated that the customer was in diabetic shock, batting at things with her arms and hallucinating, when they obtained a result of 141 mg/dl on the aviva system. Reporter stated that an ambulance was called and tested the customer 10- 15 minutes later, obtaining a result of 20-29 mg/dl on their system. Reporter stated the ems gave her glucose intravenously and took the customer to the hospital where she was monitored until that night. Reporter also stated that about an hour and a half prior to the event, the customer was given 5 units of novolog. Three of those units were given based on a prior result of 432 mg/dl also taken an hour and a half prior to the event. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.